Event description:
It was reported that the user inadvertently performed a factory reset of the ilet, after which assistance was provided to complete setup, including reconnecting to a dexcom g7 sensor; subsequent blood glucose levels were reported high due to the pump not being set up immediately after the reset causing dosing to stop. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included user education and troubleshooting to restore therapy with expectation of glycemic stabilization once normal pump operation resumed, with no hospitalization. Investigation included review of device logs and user coaching on post-reset setup. Investigation of this case revealed a use-related event involving an unintended device reset with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with device handling and setup after reset.